Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information from a caregiver, in the USA. This report is of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis. On (B)(6) 2013, the patient was hospitalized for peritonitis. The treatment for the event included vancomycin intraperitoneally every 4 days, administered in the pd clinic. The cause of peritonitis was unknown. On (B)(6) 2013, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: this is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore, the condition could not be confirmed, as there was no sample to evaluate. The root cause could not be determined. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12h26053 and h12h19017. No exceptions were observed that were related to the reported condition.